Event description:
It was reported that prior to an unknown procedure, the packaging on the devices had a black film or stain that appears to have bled through the tyvek. The staff felt the devices' sterility may have been compromised so they did not use the devices. There was no patient involvement.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.